Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that in 2017 about 2 weeks after (B)(6) 2017 the patient had a bout of staph infection. The patient was working with their health care professional (hcp)s on this issue and they wanted to possible take out the implant to address it. They were working to keep the staph infection gone but it had come back. The consumer thought that it had never gone away. The patient did not currently have a managing physician. Physician listings were provided. No further complications were reported.